Event description:
Rec'd medwatch form filed by user facility from clinical services. Director of nursing reports that on 11/22/97 the pt's treatment was initiated without incident but 3.5 hours into treatment developed chest pain that was unrelieved with oxygen. The pt was reinfused approx 18 minutes early, during reinfusion it was noted that the arterial line was kinked at the dialyzer connector end. The don reports that "it was not a real obvious kink." The line was threaded into the dialyzer holder. The don also reports that blood was drawn and spun to check for hemolysis, which was noted. The pt was sent to the hospital for further evaluation and was admitted for approx 7-10 days. The pt has since recovered and has been discharged. The actual sample has been thrown out. The lot number in unk. The line had been used once prior to this without incident.